Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm and the power module operating on battery power was confirmed via evaluation at the european distribution center (edc). The returned heartmate power module (s/n: (B)(6)) was received at the edc and underwent functional testing. The system was connected to ac power but did not power on as intended. The unit was only working on backup battery power. Connecting the power cable caused the yellow wrench alarm to activate. The issue was isolated to the main printed circuit board (pcb), which was replaced. The repaired power module underwent functional checkout and passed all tests per procedure. The unit was returned to the customer site and the main pcb was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded pcb was installed into a known working test power module. Upon connecting to power, the reported event was again reproduced. The power module¿s test backup battery supplied power to the system due to the main pcb being unable to provide the appropriate voltage. Circuit analysis of the main pcb revealed that one of the dc/dc converters (u12) was outputting the incorrect voltage. It was determined that the component was electrically shorted. A root cause for the reported event was determined to be an electrically damaged component on the main pcb; however, a root cause of how the damage occurred could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. G) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms, including power module visual and audible alarms. Heartmate 3 instructions for use (rev. G) section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate 3 instructions for use (rev. G) section 8-¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module was operating on battery power and had a yellow wrench malfunction symbol. The fuses were replaced.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.